Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not deploy.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip did not deploy. H11: the returned resolution 360 clip device was analyzed, and during visual inspection it was found that the device was returned without the clip assembly and with evidence of full deployment. Dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip failure to deploy was not confirmed. Analysis of the returned device did not detect any problems related to the reported issue. The returned device showed no evidence of deployment failure or any defect which could have contributed to the event. Therefore, the most probable assigned is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip did not deploy. There were no patient complications reported as a result of this event.